Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Data was extracted using approved software and the sensor was in state 1 (storage state) with an insertion failures event. (Event log 2). Watermark was not observed at the base of the sensor tail indicating sensor ws not properly inserted. This complaint is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check sensor" message on the adc device and was unable to obtain readings. As a result, the customer received insulin\glucagon or other medication from a non-healthcare provider. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "check sensor" message on the adc device and was unable to obtain readings. As a result, the customer received insulin\glucagon or other medication from a non-healthcare provider. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.